Event description:
A valiant stent graft was attempted to be inserted for the endovascular treatment of an 8.5 cm diameter thoracic aortic aneurysm. The diameter of the access vessel was 7mm. The left and right iliac arteries were 8-11mm in diameter. It was also noted that there was thrombus and or calcification at the proximal and distal implantation site. It was reported that the patient presented to the emergency room with back pain and had a CT of the chest and abdomen. It was noted that there was no pre-operative rupture and this was a planned case. The physician was concerned with the access on the patient, but was willing to ¿give it a try.¿ the physician attempted to dilate up the external iliac with sheaths, stents, and balloons. The delivery system was attempted to be inserted, but would not pass. After two hours of trying the physician called the case. At the end of the procedure, a dissection within the left external iliac was noted, which was treated before the access site was closed. The physician stated that the cause of the dissection is unknown, since it could be attributed to any of the balloons, stents, sheaths or the delivery system.

Manufacturer narrative:
(B)(4).